Manufacturer narrative:
The patient was unaware of any changes to therapy and thus was unable to provide any timeline for lead malfunction or events leading up to the malfunction. The impedance errors noted generally indicate open circuit, indicating the likelihood of a fracture within the lead itself or at the connector between the lead and ipg. The explanted devices were not returned to the firm for further investigation into the source of the impedance errors.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. In (B)(6) 2025 the patient reached out to a local nalu representative for assistance with syncing a new phone with the nalu remote application. While assisting with the sync process, the system was assessed and found to have impedance errors on one of the leads. The patient had not noted any change in therapy and was fully unaware of any issues. Imaging was performed and showed no obvious issues with the implanted components. Although the patient had not noted any issues with therapy, the physician elected to replace the malfunctioning lead. On (B)(6) 2025 a surgical revision was performed to remove the malfunctioning lead and place a new lead. During the procedure the ipg was also replaced out of caution. During the revision procedure the physician placed pressure on the lead while attempting to remove it and the lead fractured just proximal to the tined end. The procedure included dissecting down to remove the remaining portion of the lead that had separated.